Event description:
Physician reported "prosthetic capsule wall of dense fibroconnective tissue with reactive/reparative changes and dystrophic calcifications" ultrasound performed. Device has been explanted and replaced with a non-allergan device. This relates to the left side

Manufacturer narrative:
Facility name: (B)(6). (B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "prosthetic capsule wall of dense fibroconnective tissue with reactive/reparative changes and dystrophic calcifications"